Event description:
Pt scheduled to have a CT with IV contrast. IV site was established using another co's IV catheter and the suspect extension set. The IV site was flushed with normal saline and clamped. The contrast was to be administered via the auto infusor. The IV contrast solution was connected to the extension set and unclaimed. The auto infusor was started and the solution ran all over the pt and CT table. Upon inspection it was found that the spot where the clamp had been used to open and close the system had cut the tubing.